Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient can¿t seem to set her implant and stated both her implant and patient programmer (pp) did not seem to be working any more. She had changed the pp batteries and had tried to set her implant with pp but it did not work. Patient described getting the sync screen when she tried to set her implant. Patient placed antenna over the implant and was able to sync with the implant. Patient increased stim and confirmed she was now feeling stimulation. Patient synced with pp and pp showed stim was on and she was at 2.2v. There were no further complications that have been reported as a result of this event.